Event description:
Near the end of an in-center hemodialysis treatment, the facility nurse reported venous air and arterial pressure alarms. Rinseback was not performed as it was determined that the cartridge circuit was clotted, resulting in a 210cc blood loss. No medical intervention was required.